Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted four months post implant due to a unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.